Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported, prior to injection, a syringe of juvéderm® ultra xc "exploded and the needle flew in the air." No patient contact occurred. No injuries were reported. The packaged needle was used.